Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Noisy pump and intermittent float switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The float switch was intermittent. The reported issue was found to be related to faulty float switch. The root cause of the reported issue could not be determined with the provided information. The technician replaced the float switch.

Event description:
Additional information received via email 1-nov-2021. Date of event updated. It was discovered during routine preventive maintenance check. No patient involvement or adverse effects.

Event description:
It was reported the device gave false "add water" alarm. Issue was found during preventive maintenance; no patient involved.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was powered on and the tank was filled. During testing the issue could be confirmed. The float switch (used to relay water level information) was only working intermittently. The issue was addressed once the float switch component was replaced.